Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported the gold screw fractured inside the implant. It was not possible to remove the fracture portion. Doctor removed the implant.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4) the following sections have been updated: b4: date of this report b5: describe event or problem h1: type of report, follow-up number h2: follow up type h3: device evaluated by manufacturer: change ¿no' to 'yes' h6: evaluation codes h10: additional narrative one full osseotite® implant 4 x 10mm (fos410) returned for investigation. Visual inspection of the as returned products identified one implant with fractured screw inside the drive feature. Implant had some dents and minor damage most likely from the retrieval process. Additionally, bone pieces are present on the external threads along with the dried blood. Functional testing and dimensional analysis could not be performed since the screw was fractured and its piece remained inside the implant. Pre-existing conditions noted on the per was type ii (moderate bone density). The reported device had been located on tooth site 36 (fdi) and was implanted for unknown duration. X-ray and picture images were not provided. Documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev g - october 2019 / biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Information identified: warnings and precautions (page 3). Per the applicable IFU, breakage may occur when device is loaded beyond its functional capability. DHR and complaint history review could not be performed for unknown lb screw as the lot/item number was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. January post market trending was reviewed and there were no actionable trends or corrective actions for the reported devices and event (screw fracture). Therefore, based on the available information, the reported device malfunction (screw fracture) did occur and was confirmed.

Event description:
No further event information is available at the time of this report.